Manufacturer narrative:
The insulin pump was received with a cracked belt clip slot, cracked reservoir tube lip, cracked case near the display window corners, cracks on the display window and cracked battery tube threads. (B)(4)

Event description:
Customer reported via phone call that the insulin pump has damage on it. Customer's blood glucose level was 150 mg/dl. Customer advised that there is a crack on the front left corner of the screen and that they cannot get all of the insulin out of the device. Customer advised they will sometimes receive a no delivery alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.